Event description:
The customer reported that during a laparoscopic hernia case, a piece of the archive waveguide disengaged from the device while it was being removed from the trocar in use. The piece was retrieved and there was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.